Event description:
Report received for the USA regarding a foot pedal in which, during pre-testing, it was observed that "sheathing around the wires are cut". There were no delays in surgery. No injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The foot control device was received for evaluation. The foot control device was tested and the reported condition was duplicated. Evidence indicates this is due to improper handling. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).